Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was no longer inflating properly. The ipp was explanted and replaced with a new ipp. Upon explant, a hole was identified in the reservoir that was resulting in fluid loss. There were no patient complications reported.